Event description:
After 15 minutes of use, the spacer came apart. Doctor was able to retrieve all pieces of the ceramic and was not concerned. This incident occurred during an evaluation of a limited product release 90 degree wrist wand.